Manufacturer narrative:
Correction information: b.3, d.6b. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will reportedly not return to advanced bionics for analysis. A review of the device history record was completed, and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced sound quality issues and device migration. External equipment had been exchanged and programming adjustments had been made; however the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionic cochlear device.